Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay / user patient contacted lifescan france in 2007 alleging that her one touch fasttake meter did not power on. A medical affairs specialist (mas) sent follow up questions and obtained / verified the following information. The patient experienced a power issue on the fasttake meter on the same day. The last reading she had obtained on her meter was a result of 171 mg/dl on the morning of the same day. At noon, the patient attempted to test and the meter did not power on. Since the meter had stopped working, she continued to take her diabetes regimen. She took her usual dosage of insulin (10 units of rapid humalog) and then ate lunch, which consisted of a tomato salad, fish, baked potato and a peach. Around 3:00 pm, the patient began to exhibit symptom of hypoglycemia. She felt dizzy, shaky and sweaty; therefore, she ate 4 spoons full of sugar. Shortly after self-treatment she felt better. She did not contact her physician or seek any medical attention. The patient has never replaced the battery and did not have a replacement battery to verity whether the meter would power on. The battery was correctly installed. The patient has had the meter since october 2002. The patient was using the correct vial of test strips. The meter did not power on with the test strip inserted into the meter. Cca sent the patient a replacement meter. The patient mentioned that she is scared to have hypoglycemia; therefore, she skips her noon rapid insulin if her blood glucose result is low. She did not provide the customer care advocate (cca) at what reading she would withold her insulin. She never changes her morning insulin. The complaint is being reported because the patient alleged that the meter did not power on, took insulin at noon and developed hypoglycemic symptoms by 3pm.